Manufacturer narrative:
(B) (4).

Event description:
It was reported that the lead was torn. The lead was explanted. No pt symptoms or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.